Manufacturer narrative:
The device was not returned for evaluation; however, a photo sample was provided for evaluation. The picture provided by the customer depicts an empty mick cartridge; therefore, this complaint was confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "radioactive materials must be handled with care and appropriate safety measures should be used to minimize exposure to clinical personnel. Personnel monitoring is required. During the implantation procedure, all practical steps should be employed to maintain radioactive exposure as low as reasonable achievable." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Received photo sample only.

Event description:
It was reported that upon opening the cartridge, there were no seeds inside.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the cartridge, there were no seeds inside.